Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that the barrel of the bd plastipak¿ luer-slip syringe was cracked. It is unclear when the events took place. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel of the bd plastipak¿ luer-slip syringe was cracked. It is unclear when the events took place. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: six unused samples and one picture sample were received for evaluation by our quality engineer. Upon visual inspection of the samples, damage was observed on the barrel of three out of the six syringes. The damage was located on the opposite side of the scale at the 3ml marking. No damages or molding defects were observed in the remaining three samples. When the plunger is moved past the point of the damage, the stopper becomes distorted against the barrel walls which could cause leakage. A device history record review of lot 1711020 found one annotation during the production of the provided lot number that could have contributed to this issue. During the marking process, a failure was detected in the marking machine that caused components to become trapped against the guide of the machine. The defective samples were rejected and mechanical adjustments were performed. Based on the preventive measures in place, we are certain that this is an isolated incident. Since june of 2018, this manufacturing line has been obsoleted and manufacturing personnel have been made aware of this incident.

Event description:
It was reported that the barrel of the bd plastipak¿ luer-slip syringe was cracked. It is unclear when the events took place. No reports of serious injury or medical intervention noted.